Event description:
The surgeon reported that when the patient came in for post op check up on (B)(6) 2013, x-rays showed the patient had a broken plate from primary surgery (5th metatacarpal) done on (B)(6) 2013. Surgeon offered to revise patient at no cost, patient is deciding if they want revision or not. No complaints of pain etc. By patient.

Manufacturer narrative:
The product was not returned for investigation. However, the x-rays were provided based on which it was possible to confirm the reported failure. The clinical assessment showed that the fracture/breakage of the plate was caused by poor selection and positioning of the plate. The used plate was too small for the region it was used. No indications for any systematic design, material or manufacturing related issue were found in the performed evaluation. Device still implanted in patient.

Event description:
The surgeon reported that when the patient came in for post op check up on (B)(6) 2013, x-rays showed the patient had a broken plate from primary surgery (5th metacarpal) done on (B)(6) 2013. Surgeon offered to revise patient at no cost, patient is deciding if they want revision or not. No complaints of pain etc. By patient.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received, it will be reported on a supplemental report. Device implanted in patient.